Manufacturer narrative:
Two closure tops were returned and evaluated. There were no discrepancies detected on one. The threads have been fractured off on the other in a manner consistent with cross-threading during installation. The complaint is confirmed for one of the closure tops. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 0002184052-2016-00240.

Event description:
It was reported when the surgeon advanced the closure top for final torque, however final tightening was not allowable because threads on closure top sheared off. It is believed the extension sleeve dissociated from the screw head causing threads to jump, and eventually shear off. The surgeon tried another closure top but had the same results. It was a 2 level construct and closure top threads sheared off during the final torque in the middle level of the contralateral side. The surgeon torqued off the top and bottom of the construct as well as the three screws on the ipselateral side. There were 5 points of fixation, so the surgeon was comfortable leaving the middle screw on the contralateral side open. The surgery was completed, there was a fifteen minute delay and the patient did not retain a foreign body.